Event description:
Customer reported via email the following: "I would like to bring this to your attention re: (B)(6) incident in the unit where the pca 250 ml bag was finished in about 3.5 hours and the pca pump did not alarm at all. Patient felt sleepy and monitoring was increased." "Patient was stable, given narcan 0.4 mg ivp and patient awoke and was re-oriented immediately. Minimal drowsiness noted and patient was easily oriented by tactile or verbal stimuli." Patient injury - yes.

Manufacturer narrative:
If pump is returned, an evaluation will be conducted and a follow up report sent.